Manufacturer narrative:
The insulin passed pump self-test, off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were in specification. The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk noted. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, stained end cap sticker and stained address/serial number label.

Event description:
It was reported via phone call that the insulin pump alarmed. Customer stated when they were filling the tubing the insulin started squirting out and the pump alarmed compromised force sensor system. Customer stated the insulin pump was displaying fill tubing hold act. Customer's blood glucose was unknown. Customer stated insulin is squirting out during the manual prime process. Customer also mentioned the drive support cap was sticking out. Advised customer to discontinue the use of the insulin pump and revert to back up plan.